Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy pacemaker (crt-p) had a syncopal event. Boston scientific technical services (ts) review of device electrograms noted likely t-wave oversensing. No changes were planned for the device. No additional adverse patient effects were reported. This device remains in service.